Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the scratches on screen and screen dimmer harder to read as well as rewind takes longer. The customer¿s blood glucose level was unknown. Customer also reported that the screw cap was sticking for battery. The insulin pump will not be returned for analysis.